Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, when the loop catheter was inserted into the sheath, air continued to be drawn in, so the loop catheter was removed and flushed again. At that time, the air could be drawn again. The sheath was replaced, which resolved the issue. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the 10fcc13 sheath with lot number 0012590002 was returned and analyzed. Visual inspection before functional testing and dissection was performed on the shaft, handle. No anomaly was identified during the external visual inspection. The handle, shaft and side port were intact with no apparent issue. The steering mechanism and deflection test was performed. No anomaly was identified. The performance test with sentinel blackbelt leak tester was performed. The pressure test with 45 pounds per square inch gauge (psig) showed a severe leak. The vacuum test with a negative pressure of 8.5 psig showed a severe leak. The pressure test with 45 psig when the hemostasis valve was blocked showed a severe leak. The hemostasis valve was leakproof. During inspection and pressure testing of the handle segment, a leak path was identified on side port tubing to hub bond. In conclusion, could not be confirmed through analysis but the sheath failed the returned product inspection due to a side port tubing to hub bond leak. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.